Manufacturer narrative:
Based on an evaluation of the device by merge support, no confirmation of the allegation could be verified. The customer has not indicated that their alleged issue continues to occur.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information that an account was experiencing delays, error messages, and slowness of the capture station while taking images. It was further reported that patients were rescheduled because of the issue, resulting in a delay in diagnosis and treatment. The issue could not be replicated by support and there is no evidence that the customer has contacted merge support indicating that the issue has continues to persist. (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: on 04/14/2016, merge healthcare received information that delays, error messages, and slowness of the system were still occurring. Support determined all of the issues were occurring during adjusting of the table or the camera. An adjustment to the workflow of the customer was recommended. The issue did not resolve and additional investigation was performed by support into the root cause. According to support, the issue was due to a problem with the firmware on the cr-2 (camera) devices used. In order to resolve the issue, support had to update the camera and the eye station software to communicate better. Once the change was made, the issue was resolved. The change was communicated to the implementations team in order to have the system set up correctly for each customer. Corrected data: conclusion code changed from 71: no failure detected, device operated within specification to 21: cause traced to infrastructure corrected data: manufacturer email address. Contact info. Contact office manufacturing site email address. Result code: 3208 configuration issue.